Event description:
Pt underwent repair of incisional hernia with placement of parietex composite mesh, complicated by surgical site infection and wound dehiscence requiring return to the operating room for removal of mesh and mesh placement of wound vac. Robotic assisted laparoscopic lysis of adhesions and hysterectomy (B)(6) 2013.